Event description:
The patient was reported to be experiencing inadequate pain relief. Evaluation revealed that the leads had high impedances and were found to be fractured.

Manufacturer narrative:
Block b3: approximated based on the date the manufacturer became aware of the event. Additional suspect medical device component involved in the event: model number/catalog number: sc-2218-50. Serial number:(B)(6). Batch/lot number: 7144926. Model/catalog description: linear st lead kit 50 cm. Nique identifier (UDI) #: (B)(4).